Event description:
It was reported that the patient had inappropriate shocks due to oversensing via changes in the intrinsic morphology. The sensing vector was set to the secondary vector. The high energy shock impedances are high but within normal limits. The highest impedance for the shocks was 120 ohms. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.